Event description:
In 2001, reporter had reconstruction surgery due to breast cancer and previous mastectomy. Pip textured saline implant was used, lot no. 99077, pip/USA. Implant deflated in 2002 and removed by surgery the next month. This implant was used even though FDA panel hearing of mar 2000 stated that this was not an approved source and FDA sent warning letters to pip/USA in june 2000 stating quality assurance problems, repeat problems with this device and problems with lot no. 99175 and earlier, regarding filling of the implant and sealing with glue that was not sufficient, including no written records of investigation into this problem. In addition FDA panel hearing of march 2000 stated anyone that had reconstruction breast implants manufactured by other than mentor corporation and mcghan medical must enroll in an ide study. Reporter was never told of this study. This information is per FDA notice p00-11 dated may 10, 2000.